Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Event date:=unknown, assumed first day of the month that complaint was reported. Batch # unk. (B)(4).

Event description:
It was reported that during case observations of bariatric procedures, the surgeon identified the following issues that did not meet expectations: hemostasis observations, jagged cut lines, and intermittent bent crowns. Additionally, loose crowns on the first 1-2 firings when used with buttress in sleeve procedures were observed when not waiting 15 seconds prior to firing. Once corrected, the staple-form related issues (intermittent bent crown and loose crowns) decreased, but were not eliminated. The bleeding observed was minimal and did not require intervention. Case completed with same device. There were no patient consequences reported.